Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. There was no reported adverse impact to customer¿s blood glucose level. Reportedly. Reportedly, the customer continued to use the pump for insulin therapy.